Event description:
The customer reportedly obtained a 67mg/dl and 473mg/dl on the accu-chek compact plus system within a ten minute timeframe. He felt weak with the blood glucose results. He dosed himself with his normal insulin and ate a normal meal. No reported actions taken or treatment rendered based on the results. No adverse event reported. New system sent to customer and return requested.